Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contact philips for requesting parts ID - mrx ac power module. There was unknown reported patient involvement / adverse patient impact.